Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe had error c-34. The site restarted the erbe but error persisted. The field service engineer (fse) confirmed that site has completed robotic part of the surgery using erbe system. The technical support engineer (tse) instructed site to use classic mode for monopolar coagulation as to not exceed threshold as a workaround till fse site visit. The site had external cautery as a backup. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and log review revealed recurring error c-34 and error m-11 on 03/31/2026. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Erbe log showed errors c-00 and m-0b. The complaint was confirmed by failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information:the system functionality was checked upon powering on the system. It powered on without any errors. The technical support was not called for troubleshooting. No actions were taken to resolve the issue. The procedure was completed robotically. There was no patient injury. The procedure was completed using the same generator.